Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 18, 2021. The lot number was provided with the receipt of the device. The lot number is 7708653. The manufactured date provided with the lot number occurs after the implant date. Mentor is aware of this, however, at this time this is the only information available. If additional clarification becomes available in the future, then a supplemental report will be submitted. The investigation of the returned device was completed by the failure analysis lab on july 7, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As the authorization form for examination was not received, the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). On june 29, 2021 mentor became aware that the wrong 6. Health effect - impact code (h6) was submitted with the initial report. The correct value has been populated with this report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 400cc mentor memorygel breast implant experienced right sided rupture post procedure and right sided baker grade IV capsular contracture post procedure. As a result, capsulotomy and replacement with a 400cc gel implant was performed on (B)(6), 2021.